Event description:
Caller reports the advantage meter displayed a result of 84.2. Customer did not know if mmol/l or mg/dl accompanied this result. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl.